Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during use while refilling the heater. The patient was connected. The care giver (cg) stated that the supply bag ran out of fluid. The cg stated that they read the homechoice manual and attempted to start all over with the same supplies. The technical service representative (tsr) advised the cg to stop therapy and start over with all new supplies. The cg stated that the home patient (hp) had completed at least two cycles and would not restart therapy until later that night. The tsr assisted the cg to end therapy. The tsr advised the cg to dispose of all of the current supplies. The hc operation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.